Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, " alaris IV infusion pump suddenly stopped working (brain and 4 attached modules). Error code 9-1513-202 was shown on the screen. Nothing was touching the pump at the time of the error; 2 of the channels were running infusions. Pump was tagged and taken out of service. Infusion medications were transferred to a new infusion pump. Internal (B)(4). Pt code: 4582. Device codes: 1503, 3023. Ref report:mw5172213/ mw5172212." There was patient involvement, but no harm.

Manufacturer narrative:
Additional information: report source and manufacturer narrative root cause: the root cause for the reported issue that device suddenly stopped working and error code 9-1513-202 was displayed was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, " alaris IV infusion pump suddenly stopped working (brain and 4 attached modules). Error code 9-1513-202 was shown on the screen. Nothing was touching the pump at the time of the error; 2 of the channels were running infusions. Pump was tagged and taken out of service. Infusion medications were transferred to a new infusion pump. Internal (B)(4). Pt code: 4582. Device codes: 1503, 3023. Ref report:mw5172213/ mw5172212." There was patient involvement, but no harm.